Manufacturer narrative:
28-jun-2021: no failure could be identified as a result of the investigation.

Event description:
Had to fish out pieces of cotton from my vag [foreign body in reproductive tract]. When I pulled the string to remove it, the bottom half of the tampon tore away [complication of device removal]. String broke off [device breakage]. Applicator difficult to use... 5 minutes of trying before I could get a good enough hold [device deployment issue]. Case description: consumer reported via email that the tampon tore and she had to fish out pieces of cotton from her vagina. No serious injury was reported.